Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the provider states a spoke was broke on one of the rear wheels.